Manufacturer narrative:
The field service specialist visited customer site to evaluate the unit. Fss inspected the unit and no issues were found. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6).all pertinent information available to abbott medical optics has been submitted.

Event description:
It reported blank/black screen occurred with the demo sovereign compact console. There was no patient involvement reported and no patient treatments delayed or cancelled.